Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported hands had not been washed and dried prior to finger stick testing. No additional event or patient information is available. Labeling indicates: before you take a blood glucose measurement to be used for calibration, wash your hands, make sure your glucose test strips are not expired and have been stored properly, and that your meter is properly coded (if required).